Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 712mg/dl. Troubleshooting was performed. It was stated that the customer was treated with an insulin drip. Troubleshooting was not performed because, the customer had lost the battery cap. The customer stated that she does not feel comfortable using the device and a replacement of the insulin pump was requested. No further info was provided.